Event description:
The report received indicated that a calcified lesion in the distal aorta was being treated with a powerflex p3 balloon. The balloon burst when the physician inflated the balloon to approximately 6 to 7 atmospheres. He noticed a hole in the balloon, blood came back into the inflation device and a small stream of contrast was leaking. It was thought that it was a pin hole rupture due to the small stream of contrast leaking. The physician completely deflated the balloon but he could not get it through the sheath. He was trying to gently pull it out but the patient who was feeling some discomfort. The physician indicated that the balloon material peeled off and the balloon bunched up at the end making it impossible for it to be pulled back into the sheath. The patient was taken to operating room and the balloon was successfully removed. The patient had no further adverse events and was reportedly doing well after the balloon removal.

Manufacturer narrative:
A powerflex p3 percutaneous transluminal angioplasty (pta) balloon ruptured below nominal pressure during inflation. A female patient of unknown age and medical history underwent a pta of the distal aorta. The lesion was described as calcified. The rate of stenosis was not reported. The complaint product was delivered to the lesion and during inflation it ruptured at 6 - 7 atmospheres. No abnormalities were observed during prep, which was performed according to IFU (instructions for use). There was no reported problem encountered advancing, tracking or removing the device from the patient. Constant fluoroscopy was conducted during initial inflation and the balloon burst was observed under fluoroscopy. An inflation device was used, manufacturer not indicated. Information about the type of contrast and saline ratio used was not reported. When the physician attempted to remove the device, the patient discomfort. The physician indicated that the balloon material peeled off and the balloon bunched up at the end making it impossible for it to be pulled back into the sheath. The patient was taken to operating room and the balloon was successfully removed. The patient had no further adverse events and was reportedly doing well after the balloon removal. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst test was passed. Review of lot r0308109 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records or excursions were found for lot r0308109. Subassembly lot 0202080423 was reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. The balloon burst test was passed. The complaint of balloon burst and withdrawal difficulty could not be confirmed without the return of the complaint device. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. Review of the information suggests that vessel and target lesion characteristics may have contributed to the reported event.